Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300-600 mg/dl. An infusion set change was performed and a correction bolus was delivered via pump to address bg. Supply changes were performed, resolving the alarms.